Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported leak is due to the torn clip introducer silicone valve. A cause for the observed torn clip introducer silicone valve could not be conclusively determined, as no issues were noted when flushing the clip introducer during prep. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, air was observed in the steerable guide catheter(sgc) while inserting clip introducer into the hemostatic valve. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects.